Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic/chronic') in an adult female patient who had essure (batch no. 794894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmatory test." The patient's concurrent conditions included bipolar disorder, panic attacks, depression, adenomyosis and nabothian cyst. Concomitant products included lamotrigine (lamictal) since (B)(6) 2011, oxybutynin since (B)(6) 2011, ranitidine since (B)(6)2011, sertraline hydrochloride (zoloft) since (B)(6) 2011 and topiramate (topamax) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdominal"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("bleeding (menorrhagia: heavy menstrual bleeding)"), cystitis ("bladder infections"), vaginal infection ("vag. Infections"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and procedural pain ("patient complaint of pain with placement of coils"). The patient was treated with surgery (hyst. (Full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia, cystitis and vaginal infection had resolved and the migraine, headache, nausea and procedural pain outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic pain, procedural pain and vaginal infection to be related to essure. The reporter commented: patient received treatment for- dysmenorrhea, dyspareunia, back, pelvic/ abdominal pain, menorrhagia, bladder infection, vaginal infection, migraine, headaches and nausea. Insertion details, specify (B)(6) 2011 both essure coils deployed- visible coils. Patient complaint of pain with placement of coils (tubal spasms) had difficulty with right side essure. ¿concerning the injuries reported in this case, the following ones were confirming- events which are same in pfs & mr.¿ dysmenorrhea, dyspareunia, pelvic pain." Lot number: 794894 manufacturing date: 2010-10 expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic/chronic') in an adult female patient who had essure (batch no. 794894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmatory test". The patient's concurrent conditions included bipolar disorder, panic attacks, depression, adenomyosis and nabothian cyst. Concomitant products included lamotrigine (lamictal) since october 2011, oxybutynin since (B)(6) 2011, ranitidine since (B)(6) 2011, sertraline hydrochloride (zoloft) since (B)(6) 2011 and topiramate (topamax) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdominal"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("bleeding (menorrhagia: heavy menstrual bleeding)"), cystitis ("bladder infections"), vaginal infection ("vag. Infections"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and procedural pain ("patient complaint of pain with placement of coils"). The patient was treated with surgery (hyst. (Full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia, cystitis and vaginal infection had resolved and the migraine, headache, nausea and procedural pain outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic pain, procedural pain and vaginal infection to be related to essure. The reporter commented: patient received treatment for- dysmenorrhea, dyspareunia, back, pelvic/ abdominal pain, menorrhagia, bladder infection, vaginal infection, migraine, headaches and nausea. Insertion details, specify-(B)(6) 2011 both essure coils deployed- visible coils. Patient complaint of pain with placement of coils (tubal spasms) had difficulty with right side essure. ¿concerning the injuries reported in this case, the following ones were confirming- events which are same in pfs & mr.¿ dysmenorrhea, dyspareunia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs + mr received- lot number and reporters information were added. Concomitant conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmatory test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdominal"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("bleeding (menorrhagia: heavy menstrual bleeding)"), cystitis ("bladder infections"), vaginal infection ("vag. Infections"), migraine ("other injuries/symptoms (migraines)"), headache ("other injuries/symptoms (headaches)") and nausea ("other injuries/symptoms (nausea)"). The patient was treated with surgery (hyst. (Full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia, cystitis and vaginal infection had resolved and the migraine, headache and nausea outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal infection to be related to essure. The reporter commented: patient received treatment for- dysmenorrhea, dyspareunia, back, pelvic/ abdominal pain, menorrhagia, bladder infection, vaginal infection, migraine, headaches and nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2019: pfs received: previously reported event ¿injury nos¿ replaced with ¿pelvic pain¿. New events added: abdominal pain, back pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), bladder infection, vaginal infection, migraines, headaches, nausea and ¿she did not underwent for confirmatory test¿. New reporters and patient information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.